Event description:
It was reported that customer received intermittent "change site errors". There was no reported adverse impact on customer's blood glucose level. The customer declined further troubleshooting with tandem technical support; therefore, no additional information could be obtained, and the specific device issue could not be clarified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.